Event description:
The customer reported aperture alert messages for the white blood cell (wbc) parameter were generated when using the coulter act diff 2 analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed the aperture alerts on the white blood cell (wbc) and differential parameters. The fse replaced the wbc bath and the vacuum chamber. On (B)(6) 2014, the customer contacted beckman coulter customer technical support to report the aperture alert issue recurred. On (B)(4) 2014, the fse replaced the main board and installed a new act lyse reagent to resolve the issue. (B)(4). This MDR is related to MDR 1061932-2014-02987 for the event reported on (B)(6) 2014.